Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2011 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2014, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: no injuries were originally provided. Additional event specific information was not provided.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. The instructions for use further state: ¿cutting gore® dualmesh® biomaterial to the proper size is essential. Use sharp surgical instruments to trim the mesh. If gore® dualmesh® biomaterial is cut too small, excessive tension may be placed on the suture line, which may result in recurrence of the original, or development of an adjacent, tissue defect.¿ the instructions for use further includes a precaution which states, ¿ensure the size of the device is adequate for the intended repair.¿ individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, specific lot number information was not provided for this device, but product type has been confirmed. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2011:(B)(6) hospital corporation.(B)(6) md. Operative report. Preoperative diagnosis: incisional hernia. Postoperative diagnosis: incisional hernia. Operation: repair of large incisional hernia with mesh of increased difficulty. Anesthesia: general endotracheal by dr. Cipolle. Indications for surgery: this 73 year old lady had previously undergone colon surgery and several months ago was noted to have a bulging in the right lower quadrant. This was somewhat uncomfortable. It was initially thought that she had attenuated fascia and muscle, as indicated by a cat scan. However, recently on physical examination, the patient was noted to have a reducible incisional hernia in the right lower quadrant, to the right of the previous midline incision. Fascial edges were palpable. It was estimated that the fascial edges were about 3-4 cm apart. Repair of the hernia was indicated. Findings: the patient was found to have a hernia sac that was much larger than anticipated. The fascial defect measured 10 x 11 cm. In addition, the muscle layer was somewhat attenuated and much thinner than would ordinarily be expected. Procedure: ¿preoperative antibiotics were being administered as the patient was brought into the room and venodyne boots were in place. She had received subcu heparin preoperatively. After induction of satisfactory general anesthesia, the patient¿s abdomen was prepped with chloraprep and draped off as a sterile field in the usual manner. ¼% marcaine was used for local infiltration. The previous lower midline incision was opened and eventually as the dissection proceeded, the incision had to be extended. The dissection was carried down in to the subcutaneous tissue. The hernia sac was identified and it was dissected out using blunt and sharp dissection, separating it from the subcutaneous tissue. It was immediately apparent that this hernia sac seemed to be a lot larger than originally anticipated. It was opened in order to facilitate dissection. The hernia sac was excised circumferentially at the fascial edges. The fascial edges were all clearly identified around the hernia and it was noted that the muscle layer was somewhat thinned out. Good hemostasis was obtained with the electrocautery. This part of the procedure took a lot longer than average due to the size of the hernia. Eventually, the entire hernia defect was apparent and all the fascial edges were dissected out. A piece of gore-tex dual mesh was selected. This was trimmed to the appropriate size, which was larger than the hernia opening itself. It was underlapped within the peritoneal cavity and multiple mattress sutures of #0 prolene were placed through the fascia, then through the mesh, and the back up through the fascia. All the sutures were placed circumferentially. These were all pulled up and tied down, thus placing the mesh under the fascial layers, underlapping the fascia circumferentially. The wound was irrigated with bacitracin polymyxin solution. Good hemostasis was noted. The wound was closed with #3-0 vicryl to the subcutaneous tissue and staples to the skin. A sterile dressing was applied. The patient tolerated the procedure well and was taken to the recovery room in satisfactory condition. The sponge, needle, and instrument counts were correct. The estimated blood loss was negligible. This procedure was of increased difficulty and took about two hours, which is about double the amount of time usually taken to repair an incisional hernia.¿ (B)(6) 2011: [facility illegible]. Operative record. Asa 3. Berkies solution used to soak mesh and irrigate. Wound classification: clean I. Specimen sent: yes. Comments: hernia sac. Implant record. Goretex dualmesh® plus 15 cm x 19 cm. Implant ref/cat #: 1dlmcp04. Implant lot/serial #: 7069043. Expiration date: 2012-07. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/7069043) was implanted during the procedure. (B)(6) 2014: (B)(6) hospital. (B)(6) md. Operative report. Preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: recurrent incisional hernia. Operation: repair of recurrent incisional hernia with mesh. Anesthesia: general endotracheal by dr. Fox. Indications for surgery: this 74 year old lady, with polycythemia vera, underwent a partial colectomy over four years ago for diverticulitis. She had developed an incisional hernia postoperatively and this was repaired over two years ago with mesh. She has had a recurrence over the last several months. She felt fullness in the right lower quadrant and a CT scan confirmed the presence of a hernia in the right lower quadrant. Repair was indicated. Findings: the patient was found to have a 7.5 x 5 cm defect in the right lower quadrant. The hernia was not incarcerated. The fascia medially was very thinned out. Procedure: ¿the patient was receiving IV antibiotics as we entered the operating room. She had received subcutaneous heparin preoperatively and venodyne boots were in place. After induction of satisfactory general anesthesia, a tap block was placed. The abdomen was prepped with chloraprep and draped off as a sterile field in the usual manner. A transverse incision was made in the right lower quadrant directly over the hernia defect which had been premarked. This was taken down through the subcutaneous tissue. The hernia sac was identified and dissected away from the subcutaneous tissue circumferentially. In order to better define the fascial edges, the hernia sac was opened and excised. The fascial edges were identified circumferentially. Medially, we may have been palpating the mesh that had become incorporated rather than fascia. Good edges were identified circumferentially. A piece of gore-tex dual mesh was selected, 10 x 7.5 cm. The corners were excised to make an oval patch. This was placed smooth side down in the abdomen to underlap the fascia circumferentially, by 1-2 cm circumferentially. Multiple mattress sutures of #0 prolene were placed, approximately 20 in number, in order to secure the mesh to the undersurface of the peritoneum and the fascia. All the sutures were placed without tension and they were all tied down once they were all in place. This was all done without tension. The wound was irrigated with bacitracin polymyxin solution. Good hemostasis was noted throughout. The wound was closed with #3-0 vicryl to the subcutaneous tissue and #4-0 vicryl to the dermis. Steri-strips, a sterile dressing and tegaderm were applied. The patient tolerated the procedure well and was taken to the recovery room in satisfactory condition. The sponge, needle, and instrument counts were correct. The estimated blood loss was negligible.¿ (B)(6) 2019: (B)(6) md. Operative report. Preoperative diagnosis: multiply recurrent incisional hernia with loss of domain. Postoperative diagnosis: multiply recurrent incisional hernia with loss of domain. Name of procedure: exploratory laparotomy, lysis of adhesions, mesh excision, repair of multiply recurrent incisional hernia and complex layered closure of the wound. Operative findings: see below. Type of anesthesia: general plus local. Surgical indications: this is a lovely woman who has had a previous lower midline for hysterectomy as well as a colon resection complicated by bleeding requiring take-back laparotomy. She then also had 2 incisional hernia repairs in the right lower quadrant that has failed, these were done at an outside facility and she had progressive bulging and discomfort associated with the hernia and desired to have repair. Risks and benefits were discussed at length including bleeding, infection, recurrence, mesh infection, bowel injury, inability to place mesh, need for drain and wound complications related to poor wound healing. She was agreeable to proceed. Operative procedure: ¿after full consent was obtained, the patient was brought to the operating room and placed in supine position. She was intubated and placed under general anesthesia. An epidural was attempted preoperatively but could not be placed successfully. Her abdomen was then prepped and draped in sterile fashion with chloraprep x2 and ioban was used and all the participants in the surgery were double gloved. We than made a lower midline incision, curved around the navel and down to the pubic area. Bovie cautery was used to bring this dissection down through the subcutaneous tissues to the anterior fascial sheath. The anterior fascial sheath just inferior to the umbilicus was then identified and cleared off. We then opened up the midline under direct vision and opened up the peritoneum under direct vision. We extended our dissection down to the midline and opened up the entire midline under direct vision. We did need to lyse several adhesions between the small bowel and the undersurface of the anterior abdominal wall as well as the omentum and the undersurface of the anterior abdominal wall. This was all done cleanly without any entry or injury to the bowel. She had 2 pieces of mesh in the right lower quadrant that the bowel loops were fused to, these had each been sewn to the undersurface of the abdominal wall with prolene. The cephalad piece of mesh, which was smaller, was essentially floating and just attached to hernia sac only. The inferior mesh was still somewhat fixed to the lateral and inferolateral musculature but had pulled away from the midline and was no longer connected to anything medially or cephalad. This led to the suprapubic hernia as well as some diffuse bulging. Eventually, the 2 pieces of mesh were no longer fully attached to any fascial tissue. She had wide diastatic fascia along the midline and a true full-thickness suprapubic hernia along the midline. She had eventration of the abdominal wall in the right lower quadrant because the mesh was still providing some support to her abdominal wall; however, this was not grounded medially or superiorly to any muscle and cephalad she had eventration of the muscles as well, and because it appears that the lateral belly of her rectus muscle though intact had retracted quite laterally and it was actually lateral to both pieces of mesh, the medial belly of the rectus was likely transected and/or atrophied due to violation of the neurovascular bundle at some point during her multiple previous procedures. This made the dissection complicated and the repair complicated as well. Ultimately what we did is once we freed up the undersurface of the abdominal wall and the bowel from it, we then created a wide subcutaneous flap up over the hernia sac along the midline and along the fascia in the right lower quadrant. This was dissected all the way out to the semilunar line. At this point, the semilunar line was literally almost at the level of her anterior superior iliac spine due to retraction over the years. We were able to, however, deliver the muscle more medially with the subcutaneous flap elevation. We then removed both of the pieces of mesh from the undersurface of the diastatic fascia and hernia sac. This was done and cut removing all of the mesh, but preserving the overlying tissues. All of the prolene that was holding the mesh in place was debrided and removed. We then measured the defect and the defect was roughly 20 cm long, that is the opening vertically, but we were able to get the muscles back to midline with advancement. Therefore, I selected a mesh that was roughly 25 cm long. This was cut down to size to provide good overlap between the undersurface of the musculature at the 12 o¿clock position and at the 6 o¿clock position. Essentially, we had the rectus muscles inserted on the pubis. Please note, there was not way to get much overlap down in the lower part of the abdomen due to the fact that the defect really extended almost down to the pubis, but was just shy of about 2 cm from the pubis, but we were still able to get all of the mesh underneath the muscle and lay some of it just behind the pubis. Prior to doing this, I did create the preperitoneal space just anterior to the bladder with the bovie cautery and blunt dissection, this helped facilitate placement of the mesh at the inferior location. The mesh was also roughly 10 cm wide. This was then brought up onto the field and placed in a subfascial but intraperitoneal location, this was a ventralight mesh. I then proceeded to secure it circumferentially in equidistant fashion with 2-0 pds sutures in horizontal mattress fashion. We began our fixation down to the 6 o¿clock position just to the right and left of midline. These sutures were placed just pretty much at the level of the rectus muscle insertion on the pubis. Both rectus muscle bellies were actually identifiable at this location once we had mobilized the muscle medially in the right lower quadrant. Even though the medial belly of the rectus was transected, the lateral belly of the rectus was still intact and a portion of the medial belly of the rectus inferiorly was still intact. This had been mobilized medially and was ultimately going to be able to be all closed along the midline. We then made sure that our mesh went underneath the rectus muscle in the left lower quadrant with several centimeters of overlap, but the epicenter of the mesh was really in the right lower quadrant so that our fixation in the right lower portion and the right lateral portion of the mesh was really to the lateral belly of the rectus muscle in the right lower quadrant. We parachuted the mesh in place and made sure that there was no intervening tissue between the horizontal mattress sutures. We then were able to mobilize the muscle in the right lower quadrant medially and ultimately we were able to close the midline fascia by resecting some of the hernia sac medially and redundant diastatic fascia and by imbricating some of the redundant diastatic fascia medially. Essentially we used a #1 pds to close both the apices of the wound along the midline. There had been redundant hernia sac in the right mid abdomen just to the right of midline where her previous transverse incision and attempt at hernia repair was before. We then excised some of this hernia sac and closed this defect transversely with a running #1 pds stitch. A 15 blake was brought out to the right mid abdomen in a subfascial position and another one was brought out to the left mid abdomen in the subcutaneous position and secured to the skin with 2-0 nylon. The wound was irrigated copiously with saline. The hemostasis was assured, 2-0 vicryls were used to close the sub-scarpas fascia. The deep dermis was closed with several interrupted vicryls and the skin was closed with staples. A dry sterile dressing was then applied. She was awoken from anesthesia without complication. I am adding a 22 modifier as this took 100% longer than a standard recurrent incisional hernia repair due to the complex nature of her right lower quadrant and the fact that she had a rectus muscle transection and/or atrophy. This required special attention to repair and extra time for the dissection. Please note at the end of the case, I felt that most of the medial belly of the rectus was restored back to a typical anatomic location with a transverse closure and all of the fascia was closed back along the midline to cover the mesh.¿ estimated blood loss: minimal. Specimen: mesh x2. Complications: none. (B)(6) 2019: [missing records: a pathology report detailing analysis of the devices removed during the 02/26/19 procedure was not provided.] (B)(6) 2019: lahey health. [Provider ni]. Discharge summary. 80-year-old with recurrent incisional hernia. Has remote history of angina which may be related to the polycythemia; takes coumadin daily. Twice annual visits to dana farber for monitoring polycythemia which is more the diagnosis if myelofibrosis. Right arm fistula for blood draws. History of open hysterectomy in her 30s. Surgery for diverticulitis in 2010 at (B)(6) hospital; had a bleeding issue and taken back to operating room the same day. Developed a hernia thereafter. Underwent hernia repair in 2014 at (B)(6) hospital; has noticed a recurrent bulge. Thinks it may have been only since last summer. Last summer did have shingles and had quite a bit of pain near the hernia; not really sure if pain coming from hernia or shingles. Now only has some right abdominal pain at night. More bothered by pain in right lateral leg and posteriorly from sciatica. Also has arthritis pain. Has seen several surgeons with respect to the hernia; told this was a complicated issue and should seek another opinion. Had CT of abdomen in november which demonstrated a hernia. Has had more discomfort associated with the hernia as well as back pain. Has had improvements in medical condition; now off coumadin permanently. Does take a chemotherapy agent daily for myelofibrosis; able to stop this. Right arm fistula; wants to maintain this. Had blood clot in fistula several years ago and a tia in 2006; no symptoms since. May have had silent mi in past but functionally is excellent. Feels she would like to pursue hernia repair at this time. Hospital course: 02/26/19 underwent exploratory laparotomy, lysis of adhesions, mesh excision, repair of recurrent incisional hernia with mesh. Two jp drains were left in the subcutaneous space. Tolerated well; no complications. Pain was well controlled on a multimodal regimen. Diet slowly advanced; mostly tolerated this well. Did experience mild amount of nausea; controlled with antiemetics. Foley removed, able to void without issue. Diet continued to be advanced and continued to recover well. On 03/03/19 discharged home in stable condition. Jp drains remained in place to be removed in clinic along with incisional staples. Instructed to hold her home (B)(6) [sic] until 7 days postoperatively (03/05/19). Provided with vna services for drain care. Exam on discharge: abdomen: soft, mildly distended with tympany on percussion, appropriately tender, midline incision with staples, dressing removed. Drains: jps x2 with serosanguinous output. [Nurse reviewer note: incomplete record.] Records span (B)(6) 2011 to (B)(6) 2019 a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
D4: updated catalog number to unkown. H6: conclusion code remains the same. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.